Event description:
Hill-rom received a report from the account stating that the front fork wheels would fall out of the base if it was lifted off the floor. The lift was located in the x-ray department on the first floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found that the front castor came off the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the wheels to resolve the issue. Based on this info, no further action is required.